Manufacturer narrative:
Device evaluation indicated that the device passed all testing. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which was the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 8mv per day, which was within the expected range. Device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient had difficulty charging the ipg, and it was believed to be attributed to ipg depth. The patient underwent an ipg replacement wherein no device malfunction was suspected. The patient was doing well post operatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg, and it was believed to be attributed to ipg depth. The patient underwent an ipg replacement wherein no device malfunction was suspected. The patient was doing well post operatively.